Event description:
It was reported by svc report that the footboard is badly damaged and sharp edges were found. No pt involvement or consequences are reported.

Manufacturer narrative:
Result: footboard.